Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 52 cm. A distal portion was received measuring 52 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo,

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.